Manufacturer narrative:
(B)(4). This is capital equipment and was evaluated at the customer's site. Per the asp field service engineer (fse): the vacuum pump, oil, filter, and catalytic converter were replaced to get rid of the smell. Verified system meets manufacturer's specifications. Ran a test cycle; completed successfully. Conclusion: (B)(4). At the time this event occurred the unit was running. The worker is exposed to the sterrad unit approximately 8 hours every day. She was not wearing personal protective equipment. Load related information was reported as unknown. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00633.

Event description:
A report was received from the field indicating a healthcare worker is having human reactions due to the fumes from the sterrad unit. Per the report received. The employee was working in the room when she noticed a cloud was around the sterrad unit. She reported she could see the cloud and smell it. The smell was similar to burning ammonia. She experienced watery eyes, scratchy throat and burning nose for approximately 3-4 days. She did not seek medical attention. All symptoms were reported as resolved as of 11/05/2009.